Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01382. It was reported high impedance was found on one of the patient's leads. It was later determined that the lead was fractured. Effective therapy remained present. Due to the patient having to undergo an MRI for an unrelated health issue, the doctor decided to explant and replace the fractured lead to address the issue. Note: both of the patient's leads are being reported because it is unknown which device was liable.

Manufacturer narrative:
Incorrect therapy date was listed on the initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01382.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01382.